Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review cannot be completed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that post catheter removal procedure, the cuff was alleged retained in the patient and an additional procedure was performed to remove the cuff. The current patient status is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review cannot be completed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. .

Event description:
It was reported that post catheter removal procedure, the cuff was alleged retained in the patient and an additional procedure was performed to remove the cuff. The current patient status is unknown.